Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this medical device report is related to manufacturing report number 1220648-2024-13627 (report for the first impella 5.5).

Event description:
The user facility reported post inferior left ventricle aneurysm repair/myocardial resection (myocardiectomy), the patient had trouble coming off bypass and require more inotropic support. The impella 5.5 device was implanted to help support the left ventricle. The first pump was implanted for approximately five days and had a pump stop, which was explanted and replaced with new impella 5.5 pump. A few minutes after placing the new impella 5.5 pump it also stopped. The new impella 5.5 pump was started on level p2 and then went up to p4. The impella position was noted to be in mid left ventricle. Immediately, flow saturation was noted on flows on p4 and slowly decreasing purge flow leading to purge system blocked alarms and eventual pump stop. This impella 5.5 pump was removed, and the patient was left on extracorporeal membrane oxygenation support. There was no report of adverse effects to the patient, and the patient was noted to be in stable condition.

Manufacturer narrative:
The investigation for the pump stop has been completed. The impella 5.5 was returned for evaluation. Upon visual inspection, biomaterial was found to be wrapped around the base of the impeller blade and purge gap. No blood ingress was noted in purge line. Pump was purged for less than 5 minutes before high purge pressure reproduced. Pump was attempted to be run in a bucket of water, and "impella stopped - motor current high" alarms were triggered immediately. Pump was cut just below the motor housing and purge pressure resolved. It was reported by the field that the pump stopped and was removed due to this failure, however, the returned data logs show no pump stop alarms. Real time (rt) data logs showed a motor current spike was observed with a simultaneous speed deviation and pump flow becomes fully saturated after spike. Multiple motor current spikes were observed throughout second rt log with pump flow remaining completely saturated. Purge pressure begins to rise almost immediately after first motor current spike and a "high purge pressure" alarm is triggered approximately 10 minutes into log. An "impella failure" alarm was triggered at the end of the case with a slight speed deviation at the time of alarm, however, no pump stop occurred. The root cause of the high purge pressure was most likely due to biomaterial ingestion.